Manufacturer narrative:
No device was returned for investigation, and the exact cause of the incident cannot be decided from the submitted description. Due to lack of evidence submitted, the defect cannot be confirmed at this time. Additional evidence is needed for a more thorough investigation. The lot number of this product is unknown; therefore, a device history review (DHR) could not be performed, and no trending analysis could be identified. There is no confirmed trending on this product code. No further actions are planned at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the PICC line transducer became disconnected unexpectedly while the patient was sitting in a chair. All lines, including the connections between stopcocks, had been checked and tightened during the morning assessment. There was no harm to the patient, but the line was accessed unexpectedly, posing a risk for central line-associated bloodstream infection (clabsi). Therapies were interrupted because a keep vein open (kvo) rate was running through the transduced line to maintain patency. No medical intervention was required, and the issue was resolved.